Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 97791, lot# serial# unknown , product type accessory product ID: 97791, lot# serial# unknown, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2016, product type: lead. A supplemental report will be submitted when device evaluation is complete. The conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The devices were returned on 2017-05-17 by a manufacturer representative. On 2017-05-19 the manufacturer representative clarified that the patient weight information was unknown at the time of the event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for radiculopathy and spinal pain. It was reported that the stimulator was not as effective as the patient wanted and so they wanted it removed. The patient had been reprogrammed in the past. The dates of the reprogramming sessions were unknown. There were no reported environmental factors. The patient did not want to have another reprogramming and therefore the system was explanted on (B)(6) 2017. The system would not be replaced but would be returned to the manufacturer for analysis. The patient was alive with no injury. Patient weight and medical history were asked but would not be made available. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) was functionally okay with no significant anomaly. The ins passed functional testing and telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.